Event description:
It was reported that the patient was not slim like the instructions and needed assistance with positioning of the purewick female external catheter. It was also reported that the patient had the wick inside, but then stated patient did not have the plastic inside. Also stated that the patient had fecal infractions. Representative advised the patient for positioning of the wicks and there should be enough labia to curve the wick. It was noted that the patient had been using the purewick products for more than 90 days. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was confirmed as use related. The root cause for this failure could be "patient has fecal incontinence or is menstruating and is unaware of their condition or the restrictions of use". The device was not returned for evaluation. A device history record review was not required as the event is use related. The instructions for use were found adequate and state the following: "precautions: ¿ not recommended for patients who are: having frequent episodes of bowel incontinence without a fecal management system in place. Do not use barrier cream on the perineum when using the purewicktm female external catheter. Barrier cream may impede suction. Recommendations: ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or if soiled with feces or blood". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was not slim like the instructions and needed assistance with positioning of the purewick female external catheter. It was also reported that the patient had the wick inside, but then stated patient did not have the plastic inside. Also stated that the patient had fecal infractions. Representative advised the patient for positioning of the wicks and there should be enough labia to curve the wick. It was noted that the patient had been using the purewick products for more than 90 days. No medical intervention was reported.